Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states that the right rear anti tipper bent and then the tubing tore when the patient was transferring from lift to chair.